Event description:
Physician using an omni device reported that upon re-extension of the microcatheter and performance of a goniotomy, the microcatheter kinked and broke. The physician believes that the catheter may have been kinked due to peripheral anterior synechia (pas). The physician retrieved the broken portion of the microcatheter with microforceps. The goniotomy was reported as completed. On follow-up day 1 there was no observed hyphema and there were no complications reported.